Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal of the mesh at (B)(6) hospital center, (B)(6), by dr. (B)(6) on (B)(6) 2016. It was noted to be a hernia defect just superior and lateral to the patient's right side of the mesh. The mesh was removed; the herniated site was noted to be approximately 4 cm in size. It was reported that the patient continues to experience pain, nausea, diarrhea. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/18/2020 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.